Event description:
It was reported that a flogard infusion pump presented a constant unspecified sound. There was no patient involvement reported. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. The review of the alarm log did not identify any alarms that could have been associated with the reported condition. The constant sound was observed during functional testing of the device. Visual inspection identified that the central processing unit (cpu) printed circuit board (pcb) assembly was damaged. The cause of the constant sound was determined to be damage to the cpu pcb assembly. To correct the condition, the cpu pcb assembly was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.